Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a tmj procedure on unknown date. Subsequently, the patient's jaw could not be brought forward enough during the procedure and a new mandible design is being requested. The fossa components are implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to issues with the patient's anatomy. The designer of the device, 3d systems, was notified of the complaint. 3ds reviewed the available information and provided an investigation report. During planning of the design of the device, the surgeon directed 3ds designers to the desired final position of the mandible. Intraoperatively, the surgeon could not meet the final position due to the patient's soft tissue not stretching enough. The surgeon aborted the surgery after implanting the fossa components and re-planned with 3ds designers to achieve a new occlusion with new mandible components. All parts were found to conform to the applicable design work instructions. 3ds only accounts for hard tissue (bone) and cannot determine how soft tissue will affect surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section a1, b4, b5, g3, g6, h2, h3, h6 and h10.